Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) reported that his heart rate reached 180 bpm but the ICD did not store an episode. The patient is a physician who was monitoring his own heart rate and noted chest pains at the time. It was further reported that this device is involved in a safety advisory and the patient was wondering if this lack of episode storage could be an indicator that the device was displaying the problem noted in the advisory.